Event description:
As reported, x-rays were received where the patient experienced osteolysis on the medial side. Patient was given a cortisone injection. No revision has been performed.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(4)). Lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(4)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2022-00449; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2022-00449.

Manufacturer narrative:
Section b5: additional information received indicates that the patient's revision was performed on (B)(6) 2021. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The previous report was submitted stating this event was noted to be a duplicate of the event reported under 1038671-2022-00449. After further review it was found that these are not duplicate events and the patient's revision was reported under 1038671-2022-00449. This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d6b d10, h6 impact code and component code, remove information from d4 catalog number, expiration date, serial number, unique identifier (UDI) #, g4 PMA/510(k)number, and h4 device manufacture date the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: - logic femoral ps cem left sz 4 (cat# 02-010-01-0240 / serial# (B)(6)). - lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(6)). - three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). - fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(6)). - tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). - logic tibia ps mod insrt sz 4 (cat# 02-012-35-4011 / serial# (B)(6)).

Event description:
It was reported via legal documentation that approximately 100 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis pear, osteolysis, discomfort and pain. It was reported that there was significant amount of wear and destruction of the liner however there was not a significant amount of osteolysis. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: d1, d4, d6b, h6 impact code, medical device problem code, and component code. H6 investigation conclusion.